Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular (rv) lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, intermittent capture, and lead slack issue. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported event of intermittent capture was not confirmed. Upon visual inspection, it was found that the helix of the lead was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular (rv) lead exhibited intermittent capture. X-ray confirmed that the lead was dislodged. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, the right ventricular (rv) lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h2: device evaluation should have been included in the selection.